Manufacturer narrative:
(B)(4). Concomitant medical products- nexgen straight stem extension 13mm x 100mm catalog #: 00598801013 lot #: 61945667, unknown nexgen rotating hinge knee femoral component catalog #: ni lot #: ni, unknown nexgen rotating hinge knee articular surface catalog #: ni lot #: ni. Report source: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event. 0002648920-2019-00837, 0001822565-2019-04869, 0001822565-2019-04870, 0001822565-2019-04871. Investigation incomplete.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address disengagement of the femoral component from the femoral stem and femoral loosening. Intraoperatively, the surgeon did not believe the stem had been properly engaged to the femoral component, as one of the femoral screws was missing. Slight wear on the articular surface from the patella was also identified, which the surgeon believes caused lysis and micromotion on the femoral component. Attempts were made and no additional information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to he reported event.

Event description:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to he reported event.